Event description:
Report 2 of 2: it was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tube, 7 tubes from the same patient underfilled. The sample was recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The visual evaluation of the photo confirmed the customer¿s failure modes. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tube, 7 tubes from the same patient underfilled. The sample was recollected. There was no other health impact or consequences reported.